Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: logs were available on (B)(6) 2020 up to 7:45:57 pm. A review of these log indicates that the lowest bg reading recorded by the continuous glucose monitor (cgm) on (B)(6) 2020 was 70 mg/dl. The log review conducted did not identify any bg readings less than 54 mg/dl. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred while the pump was plugged in and charging. Customer's blood glucose (bg) level ranged from 50 mg/dl to 70 mg/dl; cause of low bg was unknown. Customer consumed carbohydrates to address bg. Reportedly, customer reverted to an alternate pump for insulin therapy and also confirmed that manual injections are available.

Manufacturer narrative:
The failure investigation has been completed and the malfunction issue was verified. Functional testing was performed and no failure was identified related to the low blood glucose issue.